Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a site's handheld will not hold a charge. The power light would turn from red to green. The site tried using different outlets and they kept the handheld plugged in while they were not using it. A few minutes after they unplug it from the wall and try using it, it dies. Attempts for product information and return are in progress.